Event description:
Patient reported, via diagnostic testing left-side. "Device folding and slight seroma around it". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Patient reported via diagnostic testing left-side "device folding and slight seroma around it." The device has been replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: crease/folding of implant: creases were observed. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed no further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Additional, corrected and/or changed data: h.6.

Event description:
Patient reported via diagnostic testing left-side "device folding and slight seroma around it." The device has been replaced.